Manufacturer narrative:
E1:patient country: norway. Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient encountered cellulite in the area around the nape treated with dalacin and penicillin tablets. No further information.